Manufacturer narrative:
B5 in initial report should not include that there was an impedance problem exhibited by the right ventricular (rv) lead and h6 impedance code should be "impedance problem".

Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. The rv lead additionally exhibited r-wave amplitude variation, high capture threshold, and lack of lead slack, which was confirmed via x-ray imaging. The right-atrial (ra) lead exhibited lack of slack as well. As a resolution, initially, programming changes were made to deactivate the rv lead and later the rv and ra lead were explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. The rv lead additionally exhibited r-wave amplitude variation, high capture threshold, high defibrillation impedance and lack of lead slack, which was confirmed via x-ray imaging. The right-atrial (ra) lead exhibited lack of slack as well. As a resolution, initially, programming changes were made to deactivate the rv lead and later the rv and ra lead were explanted and replaced. The patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) lead exhibited a dislodgement.

Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. The rv lead additionally exhibited r-wave amplitude variation, high capture threshold, an unspecified impedance problem and lack of lead slack, which was confirmed via x-ray imaging. The right-atrial (ra) lead exhibited lack of slack as well. As a resolution, initially, programming changes were made to deactivate the rv lead and later the rv and ra lead were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Manufacturer narrative: the reported events were noise, inappropriate shock, r ¿ wave amp variation, inadequate capture, lead slack, and impedance problem. The reported events of noise, inappropriate shock, r ¿ wave amp variation, inadequate capture, and high defib impedance were not confirmed. As received, lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. Corrected data: b5 in initial report should reflect that there was no issue with the defibrillation impedance but rather an unspecified impedance problem exhibited by the right ventricular (rv) lead and h6 impedance code should be "impedance problem".